Manufacturer narrative:
We are unable to provide the unique identifier (UDI) # for this product. All available product data has been included in this report.

Event description:
It was reported that this right atrial (ra) lead exhibited undersensing and low pacing impedances. No adverse patient effects were reported. This ra lead remains in service. Due to limited information received, further follow up to obtain related details was not possible.